Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer cleaned the mirrors and, as a preventive measure, replaced the rear printed circuit board. The fse performed functional testing, confirmed proper operation, and resolved the fault. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station displayed a ppal cash 4 matrix error indicating a fault when remaining closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.